Event description:
(B)(4). I had them placed in (B)(6) 2012 and had them removed in (B)(6) 2013. I had pain from the very beginning. I had a metallic taste in my mouth and was nauseated 24/7. I lost about (B)(6) at this time. When I had them removed they had a picture of why I was hurting. It had come out of place and poked a hole in my fallopian tube. I had a tubal at this time and they had actually taken one of my ovaries due to multiple follicular cyst. When I went back to my ob/gyn she did an ultrasound and saw that there was still a small piece of the coil still in me. I am not having any problems now. My symptoms cleared up immediately.